Manufacturer narrative:
An event of complete heart block and permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system. Length of membranous septum was 3.9mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. After first attempt to deploy, the patient went into atrioventricular block. The device was implanted at a depth of 4mm at both the left and non- coronary cusp. Post implant while still in the operating room, the patient received a permanent pacemaker.